Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for stenosis. It was reported that, the inserters were broken. Surgeon was using a mallet to drive a pivox implant into the patients disc space at l2/3 and the inserter snapped off the implant before the implant was completely seated in the patients spine. There was a very small, broken threaded piece that was not stuck in the implant that was easily retrieved from the patient, a second inserter was threaded onto the implant and was used to drive the implant the rest of the way into the l2/3 disc space.  The second inserter was used to implant a second pivox cage into the next disc space which was l3/4. That inserter broke upon implanting the cage and the threaded tip broke off inside the cage. The broken threaded tip and cage at l3/4 were both then removed by the cage removal tool.  There were two inserters that were broken and a delay of less than 60miutes reported as a result there were no fragments of broken instruments remains in patient. There was no symptoms to patient or physician were reported. No further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of part # 2161001 ; lot # nm16e088. Analysis summary: visual and optical inspection revealed the entire threaded tip of the instrument has been broken off, only 1 and half thread remain. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue consistent with overload. This type of damage is consistent with bend stress overload medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.